Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered. The patient had not lost stimulation. To address the issue, the physician explanted and replaced the patient¿s ipg with a new model, which addressed the issue.

Manufacturer narrative:
The allegation the ipg had reached eri was confirmed. Analysis of the returned ipg found that the device had declared eri. A longevity calculation confirmed normal battery depletion based on average device usage. The root cause of the issue was due to normal battery depletion. Since the ipg had normal battery depletion, this record is no longer reportable.

Event description:
Additional information was received that ipg underwent normal battery depletion.